Event description:
My son has been on omnipod since he was 2.5 years old. He is now 5.5. In those 3 years, we have rarely had issues with pod failures. Most were due to a kink in cannula. However, in the past couple months, we have had an increasing number of pod failures. There are no alarms to indicate the pump isn't functioning properly. His blood sugar will climb into the high 300's and 400's and once the pod is changed and he is given a manual injection as well, he will come down. This most recently happened again last night. Brand new pod, no issues with replacing and 2 hours later he was 360 and climbing. He needed a manual injection and new pod to come down. He complains of pain in the pod site. The pods that we are using are not part of the recalled lots. Everything looks appropriate when placing. His sugars have been increasingly erratic and we are wondering if it is due to effectiveness of pods. After speaking to several other diabetic parents experiencing the same issues, I feel this needs looked into.